Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a battery that only lasted a day on the insulin pump. Customer stated that the issue has been happening for 3 weeks. Customer had a low battery alert and the battery indicator does not show less than 2 bars. Customer had only 1 battery bar left in the icon. Customer stated that they do not wear the sensor. Customer also did not receive a weak battery alert. Troubleshooting was performed and an off no power alarm was found in the alarm history. Customer stated that the top of the battery cap was slightly damaged from where it was being unscrewed. Customer will be sent a replacement battery cap.